Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported that t2 tibial nail surgery was performed. After that, the patient complained a pain at the distal locking, the extraction surgery was performed on (B)(6) 2016. During the extraction surgery, a filamentous metal piece was found at the site. Then, the surgeon checked the x-rays of just after primary surgery, the metal piece was confirmed around the distal locking screw. The sales rep indicated that 5 screws were used in the primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that t2 tibial nail surgery was performed. After that, the patient complained a pain at the distal locking, the extraction surgery was performed on (B)(6) 2016. During the extraction surgery, a filamentous metal piece was found at the site. Then, the surgeon checked the x-rays of just after primary surgery, the metal piece was confirmed around the distal locking screw. The sales rep indicated that 5 screws were used in the primary surgery.